Event description:
The initial reporter complained of alarms on their cobas 8000 cobas ise module (double) and having to rerun multiple patient samples. The initial reporter provided the ise indirect na for gen.2 result for 1 patient that was a reportable malfunction. The initial sodium result was 149.7 mmol/l with a repeat result of 140.7 mmol/l. The erroneous result was not reported outside of the laboratory. The repeat result was deemed to be correct. There was no adverse event. The sodium electrode lot was requested but was not provided. The field engineering specialist found the degassers located behind the syringe mechanism were not properly in place. He adjusted the degassers. He calibrated the system and ran qc testing with acceptable results. The system was monitored for a week by running ise checks and qc testing daily. No issues noted. There have been no further issues following the service visit.